Event description:
It was reported that the device's black membrane was damaged. The event occurred during testing. There was no physical damage reported. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a bubbled dso seal and a worn uso seal. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the dso seal. As a result, the dso seal was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.